Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments/partial display, grey, or faded display noted. The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The insulin pump was monitored for several days and no unexpected fading, grey, or other display anomalies noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a facing screen. The customer's blood glucose level was unknown. The customer reported that the screen was fading in and out. The customer reported display was flashing. The customer stated that the pump would distort a whole bunch of lines would show up and then go back to normal, had done it quite a few times. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.